Manufacturer narrative:
The device was received fully deployed. Corrosion was noted in the pod. A leak was found on the unexposed portion of the soft cannula. Upon magnification, a tear was found at the site of the leak. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) values reached over 250 mg/dl. For treatment, the patient gave several correction boluses and changed out the pod. The pod was worn between 4 and 24 hours on the leg.